Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes swollen right leg, chest pain, knee replacement, biliary colic, peroneal vein deep vein thrombosis (dvt), right lower extremity cholelithiasis, and cholecystitis. The indication was post endoscopic retrograde cholangiopancreatography rectal bleeding while on anti-coagulation. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Per the patient profile form (ppf), the patient reports ivc perforation, blood clots, clotting, occlusion of the ivc, fever, sleeplessness, pain and fear. The pain includes right leg pain, lower stomach pain and headaches. Approximately seven years and nine months post implant, the patient presented with sudden onset right leg swelling with pain, abdominal and pelvic pain. The patient was treated at the initial facility for sepsis after a hypotensive episode, then transferred to a second facility to address extensive dvt found on imaging in the first hospital. A CT scan revealed extensive bilateral femoral and iliac thrombosis with thrombus extending into the ivc up to ivc filter subsequently a complex removal procedure, venoplasty of the ivc, large volume thrombectomy and thrombolysis (mechanical and pharmacologic) was performed followed by removal of the intact ivc filter. Also found on the CT scan were abdominal and pelvic sidewall masses suggesting malignant adenopathy. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Fever, pain, anxiety, sleeplessness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The extent of the device failure was not been fully documented by the patient treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment the patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the medical records indicate that the patient has a history of swollen right leg, chest pain, recent knee replacement, biliary colic, peroneal vein deep vein thrombosis, right lower extremity cholelithiasis, cholecystitis, the patient has a pancreatic stent in place and the patient had a endoscopic retrograde cholangiopancreatography (four days prior to the index procedure). There were no complications during the index procedure and the patient was stable postoperatively. According to the patient profile form (ppf) the patient experienced perforation of the filter struts outside the inferior vena cava, blood clots, clotting, occlusion of the inferior vena cava, fever, sleeplessness and fear. The patient also experienced various types of pain including right leg pain, lower stomach pain and headaches. The form states that the device was unable to be retrieved, the filter has been in place more than 90 days and it is too risky to attempt retrieval and future perforation and fracture are likely. Additionally, the form states that there have been no attempts to remove the device.

Event description:
Additional information received per an amended patient profile form (ppf) states that approximately seven years and nine months after the index procedure the patient had a complex removal procedure, venoplasty of the inferior vena cava (ivc), thrombectomy and thrombolysis. Additional information received per the medical records state that the indication for filter placement was rectal bleeding while on anticoagulation therapy. Approximately seven years and nine months after the index procedure the patient presented to a hospital after the sudden onset of right lower extremity pain, swelling, abdominal pain and lower pelvic pain. The patient became hypotensive and acidotic and was treated for presumed sepsis. Following treatment of systemic inflammatory response syndrome (sirs), the patient was found to have extensive bilateral lower extremity occlusive dvt. It was noted that at the site of a peripherally inserted central catheter (PICC) line attempt, the patient developed a hematoma. The heparin drip was stopped due to this hematoma. The patient was then seen at a second hospital. A computed tomography (CT) scan revealed extensive bilateral femoral and iliac thrombosis with thrombus extending into the inferior vena cava to the location of the ivc filter. The patient was also found to have abdominal and pelvic sidewall masses suggesting malignant adenopathy. The treatment plan was thrombolysis and removal of the ivc filter. Tissue plasminogen activator (tpa) was used for the chemical thrombolysis. Suction thrombectomy was performed throughout the ivc and the ivc filter. Next, the optease vena cava filter was removed. It was found to be intact without evidence of fracture or any missing components. Any remaining thrombus was removed from the vena cava. The patient tolerated the procedure well without immediate complication. Subsequently, the patient received hourly tpa infusion overnight. The next day the patient was treated for extensive chronic thrombus involving the entire iliac system and extending into the ivc. Extensive suction thrombectomy was performed throughout the entire bilateral iliac venous systems and in the ivc with a focus on the site where the filter was located. There was a large amount of adherent chronic thrombus and synechiae. Angioplasty was then performed in the bilateral iliac systems. Upon completion of thrombectomy and angioplasty, there were patent bilateral iliac venous systems with brisk inflow. There was no evidence of acute thrombus, but some residual synechiae and chronic thrombus lining the walls of the iliac veins and in the ivc at the site of the removed filter. The patient tolerated the procedure well without immediate complications.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records indicate that the patient has a history of swollen right leg, chest pain, recent knee replacement, biliary colic, peroneal vein deep vein thrombosis, right lower extremity cholelithiasis, cholecystitis, the patient has a pancreatic stent in place and the patient had a endoscopic retrograde cholangiopancreatography (four days prior to the index procedure). There were no complications during the index procedure and the patient was stable postoperatively. The extent of the device failure has not been fully documented by the patient treating medical provider(s). According to the patient profile form (ppf), the patient experienced perforation of the filter struts outside the inferior vena cava, blood clots, clotting, occlusion of the inferior vena cava, fever, sleeplessness and fear. The patient also experienced various types of pain including right leg pain, lower stomach pain and headaches. The form states that the device was unable to be retrieved, the filter has been in place more than 90 days and it is too risky to attempt retrieval and future perforation and fracture are likely. Additionally, the form states that there have been no attempts to remove the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, fever, pain and sleeplessness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.